Manufacturer narrative:
Due to character limitation in e1 event site name and the full event site name is (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during preventive maintenance the cs300 intra-aortic balloon pump (iabp) unit had keypad user interface malfunction. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) stated quote sent to client, no response received. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Manufacturer narrative:
Updated data: h6 (component codes).

Event description:
N/a